Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced an elevated blood glucose (bg) level of "high"; specific value was not provided. Cause of bg was unknown. Customer administered a manual injection to address bg. Reportedly, customer required assistance from daughter to eat due to feeling weak from elevated bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.